Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had damaged. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed for damage and noticed screen is scratched up and hard to read the screen. The insulin pump will be returned for analysis.